Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical pump is alarming on start up and displays red screen with error 42224-0004. There were no reported adverse events.

Event description:
Investigation completed and summarized in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . The complaint of starting up and displaying red screen error 42224-0004 and alarm. The event log was unable to be downloaded due to error. This problem was isolated to main board which action was taken to replaced. Device passed all functional testing.